Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
The customer called to report that he was experiencing very high blood glucose levels, and they would not register on his glucose meter. The customer was having a difficult time responding and following instructions. The paramedics were called for the customer, and they arrived during the call. Spoke with paramedics, and they stated they would take care of the customer. Later, called the customer to follow up. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date, but the customer didn't know if the basal rates were correct. The insulin pump passed the prime test, but failed the high pressure test twice. Also, found that the customer's blood glucose was actually low when the paramedics went to his house. Found that his glucose meter was not working properly. In addition, found that the customer went to the emergency room on (B)(6) 2013 with a low blood glucose of 35 mg/dl. Nothing further was reported.